Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon inspection, the electrode belt was found to have a broken trunk cable connector. There were no bent pins. The root cause of the broken connector was not positively identified, but was probably a result of excessive force applied to the connector. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his belt will not stay firmly latched into the monitor. The pt's electrode belt was replaced.